Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. Patient began going high after lunch and delivered several corrections, bringing the blood glucose (bg) levels down. At 4:00 p.m. The levels began rising and the patient injected 10 units of insulin. During the middle of the night, patient's bg levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and injected 14 units of insulin. On (B)(6) 2025, the patient's levels were still reading "high" and was feeling thirsty and tired. Patient visited (B)(6) hospital diabetic center where the healthcare provider (hcp) changed the patient's pod and sensor (pod and sensor provided by hcp). Pod was worn on the patient's abdomen for between 37 and 48 hours. Hcp moved the patient to the libre sensor. Patient was released home after 1 hour. Pod was discarded.